Event description:
It was reported from (B)(6) that "the patient claims power switching mainly from port 1" (of the controller). There is no information regarding the patient's activity during the event. The controller was exchanged and three of the patient's batteries were exchanged. The patient tolerated the controller exchange without any symptoms. The issue resolved with replacement of the devices and there was no effect on the patient. This is report 3 of 3.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01009, 01010, 01011 and 30070423219-2016-00466) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01009, 3007042319-2015-01010 and 3007042319-2015-01011) submitted for devices related to the same event. Device has not been returned.